Event description:
It was reported that this pacemaker and other manufacturer leads had intermittent spikes in pacing impedances, and had recently triggered a lead safety switch on the right ventricular (rv) lead to unipolar configuration due to out of range impedance greater that 3000 ohms. The device minute ventilation (mv) sensor was oversensing the impedance changes, which caused the signal artifact monitor feature to appropriately disable the mv feature. The system remains in-service, and technical services discussed keeping the mv feature disabled. No additional adverse patient effects were reported.